Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported via phone call that the insulin pump alarmed motor current error detected alarm. Customer's blood glucose value was 197 mg/dl at the time of the incident. Customer reported that they were able to clear the alarm and was not able to rewind the pump. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with spi to motor pic communication error alarm during rewinding due to jammed motor gearbox..